Event description:
Provider states the backrest was cracked, enduser is a heavy user may be physical abuse, provider was advised may be decline credit.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.